Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported sheath of the starclose se device splitting prior to advancement into the patient anatomy could not be replicated in a testing environment as the device was returned with the sheath split completed. The reported resistance removing the device from the anatomy cannot be replicated in a testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined based on the limited information provided. The subsequent treatment appears to be related interaction with the flex-guide due to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via 5fr sheath after an interventional procedure. Reportedly, the sheath of the starclose se device split prior to advancement into the patient anatomy. Resistance was felt during removal of the starclose se device from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.